Event description:
It was reported by service report that the bed scale was not functioning properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Scale out of calibration.